Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed error code 357.5020. There was no reported patient involvement.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Annex a: a1205 annex b: b01 annex c: c16 annex d: d03 annex g: g05005. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of error code 357.5020 was confirmed. Received on 26-mar-2025, syringe device was received unboxed and with paperwork. The unit powered up and error code 357.5020 appeared. The unit was disassembled, a test display board was installed, and the error code no longer appeared, however after reassembling the unit with the original display board error code 357.5020 was no longer observed. Device to be returned to san diego repair center for processing. Loose connection. Workmanship at bd manufacturing. Noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed error code 357.5020. There was no reported patient involvement.